Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to a lead fracture. The ra lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the lumen/helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 215mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to a lead fracture. The ra lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). A new ra lead was successfully implanted. No additional adverse patient effects were reported.